Event description:
The hosp reported during a casual conversation, that at the completion of the coronary artery bypass graft procedure, the several heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No pts complications were reported by the hosp.